Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant and upon interrogation, a warning message noted a connection problem. There was no patient involved and the device was not used.

Manufacturer narrative:
The reported warning message regarding connection problem was confirmed. Programmer could detect the device but failed to connect during interrogation. X-ray imaging was performed and no anomaly was noted. Device was cut open for further investigation, and once device was cut open the connection problem was not reproduced. Further analysis performed indicated that the device exhibited normal device characteristics. The cause of the connectivity issue could not be determined.